Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during surgery to revise the right ventricular (rv) lead due to a loss of capture, the rv pace impedance remained greater than 3,000 ohms when tested through the pacemaker. Noise and oversensing with pacing inhibition were also present. The pacemaker was replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during surgery to revise the right ventricular (rv) lead due to a loss of capture, the rv pace impedance remained greater than 3,000 ohms when tested through the pacemaker. Noise and oversensing with pacing inhibition were also present. The pacemaker was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.